Manufacturer narrative:
The customer provided sample was tested and a probnp mutation could be confirmed. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys probnp ii immunoassay results for two patients which did not match the clinical symptoms of chronic heart failure. Samples from (B)(6) 2018 and (B)(6) 2018 had a result of <5.00 pg/ml. The results were reported outside of the laboratory and were questioned. There was no allegation of an adverse event. The type of roche analyzer used was requested but was not provided. The sample from (B)(6) 2018 was submitted for investigation and the result from a cobas e 411 immunoassay analyzer was <5.00 pg/ml.

Manufacturer narrative:
It was determined the confirmed mutation is extremely rare and so far has only found in japanese populations. Product labeling for the assay documents this limitation.